Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, seroma, and lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported a healthcare professional reported a patient experienced the events of ¿mastitis¿, ¿right breast cyst¿, MRI noted ¿slight architectural distortion¿, ¿lobulated contours due to the presence of radial folds¿, ¿increase of anteroposterior diameter in the left side when compared to the contralateral one discrete enhancement of fibrous capsule which could be related to capsular contracture¿, small quantity of intracapsular heterogenic liquid at right associated with thickening and enhancement of fibrous capsule with edema in the circumferential mammary parenchyma, aspects that suggest capsular contracture/ inflammatory/infectious process¿, and ¿lymph nodes with cortical thickening in the right axillary region, probably reactional¿. The device remains implanted.